Manufacturer narrative:
Device evaluation: the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was dried blood visible in the guide wire lumen. There were two struts in the first distal row that were flared and two struts in the second distal row that were lifted. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The de novo lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician deployed a 2.5x16mm taxus liberte stent in the distal portion of the lesion and then advanced a 2.75x20mm taxus liberte stent to the proximal portion of the lesion but was unable to insert the stent into the previously placed stent. Upon removal it was observed that the proximal edge of the stent was raised. The procedure was completed with a 2.5x23mm promus stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The de novo lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician deployed a 2.5x16mm taxus liberte stent in the distal portion of the lesion and then advanced a 2.75x20mm taxus liberte stent to the proximal portion of the lesion but was unable to insert the stent into the previously placed stent. Upon removal it was observed that the proximal edge of the stent was raised. The procedure was completed with a 2.5x23mm promus stent. No patient complications were reported and the patient's status is good.